Event description:
Patient arrested while on ventilator. After bagging and stabilizing, patient was placed back on ventilator, but immediately removed when readout indicated incorrect volume delivery. Respiratory therapists indicated that display read approximately 2 times the selected tidal volume and also noted an approximate 3 second pause. Patient placed on another ventilator with no further problems. Failure was duplicated by therapists after incident. Other devices in use at the time of incident were novametrix and dinamap nibp monitorsdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: other, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.